Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had successful right eye lasik surgery on (B)(6) 2016 and when attempting to do the left eye patient jerked head and treatment was aborted. Surgeon decided to let swelling decrease before repeating the procedure in left eye. Patient returned on (B)(6) 2016 and flap was successfully created in left eye and both eyes got the excimer treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). Surgeon reported that patient was extremely nervous during treatment but there was no complaints. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2016. It was reported that the patient interface used was returned. Bcva from (B)(6) 2016: right eye pre-op 20/15 -1.50 x -1.50 x 105, left eye pre-op 20/15 -1.25 x -1.75 x 73.

Manufacturer narrative:
Correction: account reported on 9/27/2016 that for this case, the cone was docked and the foot pedal was depressed but the patient moved his head and suction was lost before the laser started to cut the eye (prior to laser firing). Concomitant product patient interface lot number cb23675. Upon further review of this report it was determined that a MDR was filed in error as the reported issue actually does not meet the criteria of a reportable malfunction.